Event description:
It was reported that a spectrum pump alarmed close door. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Close door alarms were confirmed and were determined to be caused by a failed link switch. The upper auxiliary assembly, which contains the failed link switch, was replaced.